Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 7/23/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. Dfu states to completely fill the viewing window of the pcb00 with ovd. There were no damages or errors observed on the assembly. The lens was observed stuck in the cartridge. And an override was observed. The reported issue stuck in inserter and iol partially delivered was not verified however, a stuck in cartridge and override was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading issue, was stuck in the cartridge, and would not advance. The lens was partially inserted. There was no vitrectomy, incision enlargement or sutures required. Another lens (same model and diopter) was implanted as a replacement. Reportedly, the patient has recovered. No additional information was provided to johnson & johnson surgical vision.